Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 1 not detected. The field service engineer (fse) identified that the pyxibus cable was not fully connected. The station was powered off, the cable was reinserted into the drawer 1 board, and the station was powered back on. Had medical prescription inventory from drawer 1 and it was working properly without failure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, matrix drawer 1 was failed and required maintenance. Customer tried to reboot and recover but issue did not resolve. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.